Manufacturer narrative:
The failure analysis of the device found that the balloon had a longitudal tear along the seam of the balloon where the mold parting line exists. The mold parting line is formed by the fabrication process of the balloon and is not a manufacturing defect of the process. There was no evidence of any contaminant particles or tooling damage that might have contributed to the balloon separating in this area. A lot history review found no anomalies of possible consequence to this incident. All product manufactured for the lot complied with specifications for product release. Manufacturing lot investigated: 820714. Xoft internal complaint tracking number: (B)(4).

Event description:
Patient underwent an apbi (accelerated partial breast radiation) procedure for breast cancer on friday, (B)(6) 2014. The balloon applicator device was implanted in the patient. The patient returned to the physician's office on monday, (B)(6) 2014 for the continuation of the apbi procedure, at which time, the balloon was found in a ruptured state. The balloon was removed from the patient on (B)(6) 2014 and a replacement balloon was implanted. The apbi procedure was completed and the patient sustained no injury as a result of this event.